Manufacturer narrative:
The complainant indicated that the stent remains implanted and the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed lesion was located in a severely tortuous and severely calcified proximal right coronary artery that contained a significant bend of greater than 90 degrees. The lesion was pre-dilated with a 2.0x15mm maverick2 balloon that reduced the stenosis from 90% and 80%. The physician advanced the 4x28mm taxus express2 drug eluting stent, felt resistance and had difficulty crossing the lesion. Excessive force was used and the device was inserted into the body twice before a dislodgement was noted. The physician attempted to retrieve the dislodged stent by pulling the stent back into the guide catheter, but was unsuccessful. The stent was deployed in a radial artery. The procedure was completed with a 4.0x24 mm taxus express2 drug eluting stent. No further pt injuries or complications occurred. Pt status is satisfactory.